Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Patient height reported as 160 centimeters. A review of the receiving inspection (ri) for expedium quick connect siployaxial screwdriver was conducted identifying that the lot number mi65838 was released in a single batch. Batch was released on june 22, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A product investigation was completed: it was noticed that the distal tip of the shaft was broken off the device. Hence, the complaint is confirmed. The broken tip was not returned for the investigation. The device shows normal wear which is consistent with device use. The diameter of the shaft proximal to the breakage was measured and was within the specification. The exact cause is unknown. It is also possible that rough handling during use and/or processing could have contributed to the complaint condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, the surgeon was revising an l5-s1 construct by removing the existing hardware. They removed non-depuy hardware from all four (4) pedicles and removed specifically a broken 7.5x50mm screw from the right sides s1 pedicle. When they were inserting a viper cortical fixation 8x50mm screw into the untapped pedicle, the screwdriver broke off in the head of the screw. The surgeon attempted to helicopter the screw out with a custom instrument that had a rod built into it. The head of the screw simply spun in place and eventually broke free. There was a surgical delay of thirty (30) minutes. Fragments were generated and were easily removed. There were no patient consequences. The procedure outcome was unknown. This report is for an expedium quick connect screwdriver. This is report 2 of 2 for (B)(4).